Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving 4 high voltage shocks that were triggered by noise on the right ventricular lead. A mirco dislodgement was suspected. Device therapy was turned off and external patches were put on until lead can be revised. The patient presented for lead revision on (B)(6)2020 and the lead was explanted and replaced. Patient was stable post procedure.